Manufacturer narrative:
A medtronic representative went to the site to test the equipment and replace the keyboard. The imaging system then passed the system checkout and was found to be fully functional. The keyboard was returned to the manufacturer and is currently under analysis.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. .part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the keyboard of the imaging system was missing a key. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device evaluation: the keyboard from the imaging system was returned to the manufacturer for evaluation and the reported issue was confirmed. Visual inspection confirmed the reported damage. The hyphen key was observed to be broken and missing.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.